Event description:
It was reported that the pump displayed a primary audible alarm. No additional information provided. Patient involvement is unknown.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint confirmed by checking the alarm history. Verified that primary audible alarm post is found in the alarm history. Device is repaired by replacing the main board and speaker. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.